Event description:
It was reported that the patients leads had high impedances. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices were discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: sc-2218-50, model: m365sc2218500, serial: (B)(6), batch: 16083964. Product family: scs-ipg-r, upn: m365sc11320,model: sc-1132, serial: (B)(6), batch: 16169975.